Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. No data were received for an analysis. However, the reported warning message which was displayed on the programmer screen indicates invalid memory content in the live holter leading, by design, to the activation of the battery status eri. For a thorough analysis the device return is necessary. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
An eri alert was received via home monitoring with a reported battery voltage of 3.08v. The patient was brought in-clinic and a real time battery measurement reported 3.08v. The device was re-initialized, yet remained at eri. The device is expected to be explanted.

Manufacturer narrative:
8/11/2017 - received analysis of data. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The reported warning message which was displayed on the programmer screen indicates an invalid memory content in the life-holter leading by design, to the activation of the battery status eri. This was confirmed upon inspection of the returned device data. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of this observation. However, external influences such as strong electromagnetic fields cannot be excluded. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the clinical observation resulted from the detection of an invalid memory content in the life-holter. For a thorough investigation, an analysis of the device itself would be necessary.

Event description:
An eri alert was received via home monitoring with a reported battery voltage of 3.08v. The patient was brought in-clinic and a real time battery measurement reported 3.08v. The device was re-initialized, yet remained at eri. The device is expected to be explanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri. The ICD was implanted for 69 months and 115 charging cycles were recorded in the device memory. The memory content of the device was inspected. The inspection revealed that the ICD activated the eri status, because during an automatic signature check it detected invalid memory content in the live-holter, a memory range containing battery data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content found in the live-holter the ICD will -by design- activate the device status eri to avoid an incorrect automatic longevity calculation. Furthermore, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the clinical observation resulted from an invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.